Event description:
It was reported that during service and repair pre-testing, it was observed that the battery reciprocator device had an unusual noise/vibration at low speed/rotations per minute (rpm) and excessive heat during testing at the guide sleeve. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. The assignable root cause was determined to be due to various worn components and ball bearing deterioration from normal wear out. If additional information should become available, a supplemental medwatch report will be sent accordingly.